Manufacturer narrative:
The date of event was reported to be in (B)(6) 2016. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the peritonitis was reported to be a "bacterial infection". The patient was hospitalized for the reported event. The treatment for the peritonitis included unspecified oral antibiotics (doses, routes and frequencies not reported), along with unspecified antibiotics via infusion (doses and frequencies and durations not reported). After a week of treatment, the patient was recovering. The following month, the patient was reported to have been discharged from the hospital and was recovered from the peritonitis. The pd therapy was ongoing. No additional information is available.